Event description:
A report was received that the patient will undergo an ipg replacement. The patient is experiencing charging difficulties and ipg is overheating and turning off by itself. The bsn representative performed troubleshooting to all possible issues with no success. The patient had a non-device related surgery and diathermy was used which may have damaged the ipg.

Event description:
A report was received that the patient will undergo an ipg replacement. The patient is experiencing charging difficulties and ipg is overheating and turning off by itself. The bsn representative performed troubleshooting to all possible issues with no success. The patient had a non-device related surgery and diathermy was used which may have damaged the ipg.

Manufacturer narrative:
(B)(4). Additional information was received that the patient will not undergo an ipg replacement surgery at this time.